Event description:
Pt implanted with 3.5 mm lcp posterolateral distal humerus plate. Nail and screw construct approx 2 years ago for an orif distal humerus fracture. Pt returned to operating room on (B)(6) 2012 for removal of hardware due to non-union. A biological reaction was noted and no healing. Surgeon removed all hardware and pt was revised to a total elbow replacement. Explanted hardware will be returned to the pt. This is the 7th of 7 reports submitted on this event.

Manufacturer narrative:
A total quantity of explanted screws and catalog numbers is unk at this time. Only two (2) screws were identified as 2.7 mm step screws. A total of three (3) explanted screws will be submitted for this event. Add'l info has been requested. Implant date was 2 years ago. Investigation is ongoing; no conclusion can be drawn as no device was returned, or part number, or lot number provided.